Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose level at time of incident was 36 mg/dl and current blood glucose value was 126 mg/dl. Customer treated low blood glucose with food. Customer alleged that the insulin pump was over delivering the insulin. Customer stated that they were using insulin pump within 48 hours of low blood glucose event. Customer was not using insulin pump on auto mode. The insulin pump will not be returned for analysis.